Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 lead, implanted (B)(6) 2013; 507153 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that a warning was triggered for the right ventricular lead due to low pacing impedance. High thresholds were also noted on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.